Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple, intermittent occasions, the customer's blood glucose (bg) level would elevate when the cartridge had approximately 20 units of insulin left in it. The customer related to the high bg to the amount of insulin in the cartridge. A bolus of insulin via the pump would be delivered to address the bg level. The customer was unable to troubleshoot with tandem technical support and called back the next day stating that the bg was lowered with the correction bolus.